Manufacturer narrative:
Unit received no button response due to flattened up, down and act (creased) button dome switch. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. During troubleshooting for no delivery customer stated the pump has a crack near the battery compartment. Customer also stated the buttons on the pump are hard to push as well. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.